Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: date of occurrence has been estimated. Implanted date: date of implant has been estimated. The device was not returned for evaluation. Based on the reported information, the supera had lost contact with the vessel wall due to remodeling of the vessel that had occurred due to use of the drug coated balloon (dcb). The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the case information and related record review, the loss of wall apposition and additional therapy appear to be related to case circumstances. There is no indication of a product quality issue.

Event description:
It was reported that the procedure in (B)(6) 2015 was to treat a lesion located in the mid superficial femoral artery with moderate tortuosity and mild calcification. An unknown supera stent was implanted after pre-dilatation using a drug coated balloon (dcb). The stent was implanted 1:1 to the vessel diameter with vessel wall contact. Two years later, the patient presented to the hospital due to unknown symptoms. An angiogram revealed that the unknown supera stent was no longer apposed to the vessel wall. Late lumen gain occurred due to initial dilatation with the dcb. A non-abbott stent was placed inside the supera as treatment. Post-procedure, the patient was doing fine. No additional information can be provided.